Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, she woke up in the morning and noted the insulin pump had a blank display. She changed the battery and the device continued with a blank display. The customer's blood glucose was 290 mg/dl. Troubleshooting was performed on the insulin pump and it was noted the device had cosmetic damage. Cracks were noted on the battery compartment and along the top of the reservoir compartment right at the seam and the reservoir compartment window corner. Customer is unaware how the damage occurred. Customer was advised the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. No physical damage to belt clip slot or missing reservoir tube o-ring noted.